Manufacturer narrative:
Additional information is not yet available for this event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was a major leak from the channel/biopsy port. This is attributed to the channel/biopsy port being scraped due to repeated insertion and withdrawal of accessories. This damage was identified by the borescope. Electrical continuity failed due to water invasion which are physical damages caused by user¿s mishandling. Additionally, the rubber coating glue was peeling. Upon performing advance diagnostics, no cut on charge couple device shrink tube was discovered. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device was leaking black liquid from the suction channel. The device had passed the leak test. There is no reported harm to any patient.

Manufacturer narrative:
There is more information on the device evaluation. Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Event took place during reprocessing. There was no drainage of the black liquid post procedure. The drainage was noted after removal of the scope from the oer-pro. An air water channel cleaning adapter being used for pre-cleaning as the device is a bronchovideoscope. The customer team completed a yearly olympus training conducted by an olympus endoscopy support specialist in april 2021. Minimum effective concentration is being checked at every wash cycle. There has been no issues noted with the automated endoscope reprocessor (aer); aer is current on preventive maintenance. The endoscope channel is being brushed during manual cleaning with a single use olympus brush. Pre-cleaning is performed in the procedure room. The endoscope is being leak tested prior to manual cleaning with veriscan. All reprocessing personnel are trained on how to properly reprocess an endoscope. The endoscope is being stored after reprocessing in an enclosed cabinet with garage doors. The device history record review confirmed that device conformed to specifications at the time of shipping. The device was last repaired on mar 17, 2021. The cause of the event cannot be conclusively determined. Breakage inside the channel and leakage were identified from the device. Considering this fact, it is likely that lubricant applied during assembly process leaked from broken point inside the channel.